Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/03/2015. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. The patient experienced bleeding from the port site on (B)(6) 2015. The bleeding was treated with wound packing and a blood transfusion and was reported as resolved on (B)(6) 2015. The patient developed pneumonia on (B)(6) 2015. A chest CT was performed. The patient was prescribed antibiotics and oxygen therapy. It was reported that it resolved on (B)(6) 2015. The mesh remains implanted. Additional information has been requested.

Manufacturer narrative:
The patient experienced myocardial ischaemia on (B)(6) 2015 which was resolved on (B)(6)2015 with mild supportive treatment and in-patient hospitalization. The patient also experienced hematoma on (B)(6)2016 which was resolved on (B)(6) 2015 by blood transfusion and wound packing. It was reported that the myocardial ischaemia and hematoma are not related to the registry product, but are related to the registry procedure.